Manufacturer narrative:
Investigation summary: with the available information, boston scientific did not identify any product characteristics that would have caused or contributed to the clinical observations as the electrode passed all testing completed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Device risk review: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this product passed all testing and no product characteristics were identified that would have caused or contributed to the clinical observations. We will continue to monitor field reports for similar observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shocks due to over-sensed noise. The patient was seen in-clinic, where the artifacts were reproducible with provocative maneuvers. The physician suspected a potential electrode fracture or sense node b artifacts. Boston scientific technical services (ts) was contacted and confirmed there were two inappropriately treated episodes for over-sensed non-physiological noise. There were additional untreated episodes with over-sensed artifacts. Additionally, ts noted that the shock impedance measurements of the delivered shocks were elevated (between 129 to 138 ohms). It was strongly recommended to assess the system position and integrity via diagnostic imaging and further provocative maneuvers. Should any abnormalities be observed, a system revision was recommended to ensure appropriate therapy delivery. Recently, the system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted system has been received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received inappropriate shocks due to over-sensed noise. The patient was seen in-clinic, where the artifacts were reproducible with provocative maneuvers. The physician suspected a potential electrode fracture or sense node b artifacts. Boston scientific technical services (ts) was contacted and confirmed there were two inappropriately treated episodes for over-sensed non-physiological noise. There were additional untreated episodes with over-sensed artifacts. Additionally, ts noted that the shock impedance measurements of the delivered shocks were elevated (between 129 to 138 ohms). It was strongly recommended to assess the system position and integrity via diagnostic imaging and further provocative maneuvers. Should any abnormalities be observed, a system revision was recommended to ensure appropriate therapy delivery. Recently, the system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.